Manufacturer narrative:
The event was just reported by the customer site and immucor technical support did not access the instrument. Customer just reported event.

Event description:
On (B)(6) 2016, a customer reported an unexpectedly positive rh (d) antigen typing outcome when tested on a galileo neo.